Event description:
Subsequent to the filing of the initial medwatch, additional information was received: the device was difficult to insert and a cuff miss also occurred.

Manufacturer narrative:
(B)(4). Evaluation summary: failure to follow steps/instructions. Per the perclose proglide instructions for use-precaution: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. The device was returned for evaluation. The reported difficult device insertion due to resistance could not be confirmed. During the evaluation, a new proxy 0.038 guidewire was backloaded and frontloaded without any resistance. The guidewire patency was checked and it was acceptable. The reported cuff miss could not be confirmed. Inspection of the returned device indicated that both cuffs successfully captured the needles during the plunger deployment, but the posterior cuff became detached from the needle tip while retracting the needle plunger to retrieve the suture as evidenced by flatten and bent posterior cuff tabs. Cuff-to-needle tip detachment would have resulted in a failure to retrieve the suture and could appear very similar to the reported cuff miss. Based on manufacturing inspection criteria and analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous coronary interventional procedure. Reportedly, the device was difficult to insert due to high resistance. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.